Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2021, that a 24 mm amplatzer septal occluder was implanted for closure of an iatrogenic atrial septal defect (asd) in a patient with a long standing cardiac history with severely depressed left ventricular (lv) and right ventricular (rv) function, mitral valve disease and prior cardiac surgeries. On (B)(6) 2021, while the patient was still in inpatient, they experiences ventricular fibrillation and required chest compressions. This caused the device to dislodge and migrate into the pulmonary artery. The device was retrieved using a snare catheter and was replaced with a 30 mm amplatzer septal occluder to resolve the event. The patient remained hemodynamically stable throughout the procedure. There is no allegation of malfunction against the abbott device. The patient is stable.

Manufacturer narrative:
An event of ventricular fibrillation and device dislodgement was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.